Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high result from coaguchek xs serial number (B)(4). The result form the doctor's coaguchek meter at 10:30 am was 2.4 inr. The result from the customer's meter at 2:40 pm was 3.5 inr. The same finger was used for both tests. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer was not anemic, had no antiphospholipid antibodies, heparin therapy, or direct thrombin inhibitors. There were no changes to coumadin dose, no new medications, and no diet changes. The customer currently has a cold. There were no symptoms of bleeding or bruising. The meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 266834-21) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The returned meters and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6) all inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned and the retention material meet the specification. Product labeling states that using the same finger to apply samples for multiple tests could affect the accuracy of the meter.